Manufacturer narrative:
A medtronic representative went to the site to test the equipment. After arriving at the account and observing, the system was performing as intended. Confirmation from the surgeon that the system appeared to be working properly was received. The navigation system passed the system checkout and was found to be fully functional. However, a replacement computer was sent to the site as a precautionary measure.

Event description:
A resident called into medtronic navigation technical services to report that during a cranial resection case, after successfully registering they brought the probe into view, and the images would disappear. The tech services phone representative had them verify the cross-hair movement then recenter, but the issue re-occurred. Ts face-timed with the surgeon and found the reference frame was on upside-down. After putting the frame on correctly they re-centered, but were still unable to see the probe in any of the views. The site restarted the system and re-registered, then the issue was resolved. Delay was a little over an hour. No harm to the patient.

Manufacturer narrative:
Correction: device serial number now provided. The computer was returned to the manufacturer for analysis. During investigation, the system powered on and boots normal first time. Multiple reboots and power cycles were successful. The hardware diagnostics report no errors for hard drive, ram or mb. The system passed all required testing. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.